Event description:
Related manufacturer report number: 2017865-2023-20328, 2017865-2023-20329. It was reported during in clinic follow up that the pacemaker system exhibited oversensing due to noise on both the atrial and ventricular channels. Oversensing resulted in pacing inhibition and syncopal episodes. The device was explanted and the right ventricular and atrial leads were capped on (B)(6) 2023. The system was successfully replaced. The patient was stable post procedure.

Manufacturer narrative:
Correction: updating event date to may 9th, previously may 10th.

Manufacturer narrative:
The reported event of sensing noise could not be confirmed. The device was received with normal telemetry and normal output. Functional tests were performed, including crosstalk did not identify any noise or functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.